Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative performed a checkout of the equipment and confirmed the reported complaint. The harness connector to the vent engine board was cleaned, and the unit was returned to service.

Event description:
The hospital reported that the unit failed the self test and alarmed 'gas inlet valve failure'. The unit lost the ability to mechanically ventilate. There was no report of patient involvement.